Event description:
It was reported that during an intervention procedure, a vessel perforation occurred. Vascular access was gained contralateral to the lesion. The target lesion was located in the chronic total occlusion in the superficial femoral artery (sfa). During advancement of the truepath cto device a ¿very small¿ vessel perforation occurred distal to the cto lesion. No additional intervention was performed to treat the perforation. The cto lesion was unable to be crossed during this procedure, patient will return for and additional procedure. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).